Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient described the skin reaction as red and itchy. Sensor was inserted at abdomen on (B)(6) 2015. Prior to sensor insertion, patient gently cleanses the skin with mild soap and water and IV prep pads, as advised by his physician on (B)(6) 2015. At the time of contact, the patient reported their current condition as fine. No additional event or patient information is available.